Manufacturer narrative:
H3; h6: type of investigation, investigation findings, investigation conclusions; remove h10. H3; h6: type of investigation, investigation findings, investigation conclusions; remove h10.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.